Manufacturer narrative:
Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use the catheter was discovered to be defective with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: before use, the catheter was defect.

Event description:
It was reported that prior to use the catheter was discovered to be defective with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, translated from japanese to english: before use, the catheter was defect.

Manufacturer narrative:
H.6. Investigation summary our quality engineer inspected the sample and photographs submitted for evaluation. Bd received a catheter adapter assembly, retracted needle, and unit packaging. In addition, four photos were received which displayed similarities to that of the returned unit. Through the evaluation of the unit, the catheter tip was found acceptable per specifications. Damage was not observed with the catheter tubing. A leak test was performed where leakage was not observed. The returned unit provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.